Manufacturer narrative:
(B)(4). This is a report of a leak cause by use error, where the patient did not properly secure the connection between the supply line and supply bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the cassette supply line and supply bag was not secured properly and leaked. The technical service representative advised to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.